Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort, (described as a burning sensation) that radiated from the ipg site down to the knee. However, the patient had effective therapy. The patient stated this sensation occurred whether stimulation was turned on or turned off and whether charging the ipg or not. The patient also stated the sensation was extending up his right side. It was noted the patient had epidural injections, which did not resolve the issue. Diagnostic testing did not reveal any anomalies. Additional information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The new ipg was also relocated. Postoperatively, the patient reported he is no longer experiencing the sensation and the issue is resolved.